Event description:
It was reported that this implantable pacemaker had longevity dropped from 6.5 years to 4 years in span of a year. Boston scientific technical services (ts) stated that patient has been in persistent atrial fibrillation (af) and discussed how it impacts battery longevity. Also, ts discussed under sensing of af and over pacing. Health care professional (hcp) stated that right atrial (ra) sensitivity was adjusted. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported that this implantable pacemaker had longevity dropped from 6.5 years to 4 years in span of a year. Boston scientific technical services (ts) stated that patient has been in persistent atrial fibrillation (af) and discussed how it impacts battery longevity. Also, ts discussed under sensing of af and over pacing. Health care professional (hcp) stated that right atrial (ra) sensitivity was adjusted. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker had longevity dropped from 6.5 years to 4 years in span of a year. Boston scientific technical services (ts) stated that patient has been in persistent atrial fibrillation (af) and discussed how it impacts battery longevity. Also, ts discussed under sensing of af and over pacing. Health care professional (hcp) stated that right atrial (ra) sensitivity was adjusted. This device remains in service. No adverse patient effects were reported.